Event description:
It was reported by the rep the device was used during a laparoscopic cholecystectomy. It was reported the surgeon was using a 355ld trocar out of the fdc37 kit. After inserting trocar 355ld, he entered his endograsper to use during the procedure. He discovered a leak at this trocar sight, removed trocar opened new 355ld to finish case. At the end of case he discovered the "o" ring of the first 355ld trocar was lying inside the patient. The "o" ring was removed with no consequence to the patient.